Event description:
It was reported that during an unk procedure, some clips did not properly close. There were no adverse consequences to the pt.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.